Event description:
It was reported by service report that the labor and delivery bed mattress was wearing through allowing fluid to penetrate the cover and soaking into the mattress. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - mattress.